Manufacturer narrative:
The insulin pump was received with a blank display due to a cracked lcd controller. We were unable to perform functional testing including the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, or verify the error 25 due to the blank display. The pump was received with a cracked select button keypad overlay and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25 alarm.